Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 40 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 and on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). User made additional bolus requests shortly after previous boluses were delivered. Cartridge change sequence was completed on (B)(6)2019 and on (B)(6)2019. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels in the 40's (mg/dl); cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.